Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 200 mg/dl. Customer stated that the healthcare provider would be contacted to obtain alternate insulin therapy. Customer declined further assistance from tandem technical support.

Manufacturer narrative:
Clarification: tandem technical support recommended customer to reach out to healthcare provider to obtain alternate insulin therapy. Vs. Customer stated that the healthcare provider would be contacted to obtain alternate insulin therapy.